Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 400 mg/dl. The customer was treated with intravenous insulin drip, insulin manual injection and insulin pen. Customer was using auto mode. The significant event leading to hospitalization was high potassium level. The insulin pump will not be returned for analysis.